Event description:
It was reported that the lens was explanted because of capsule rupture due to the haptic. An anterior chamber iol lens has been implanted. Additional info has been requested but no new info has been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.